Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: opening on radius, white particles, creases fold and wear abrasion. Leak test and microscopic analysis was performed which identified: creases smooth opening on posterior due to fold flaw opening, striated opening on radius posterior due to surgical damage consist in the use of some surgical tool and observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage.

Event description:
Device has been explanted.